Event description:
The customer stated, she was taken to the hospital for low blood glucose levels. The customer did not know why her blood glucose went low. The customer stated, she had to remove the battery from the insulin pump in order to stop the insulin delivery. Troubleshooting revealed that the customer had changed the basal rate programming to a higher amount, and the customer wanted to set it back down to the original amount. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.